Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units alarm is overheating. There was no known risks to patients.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units alarm is overheating. There was no harm.

Manufacturer narrative:
Updated fields: b4,g1(contact person ¿ mfg site),g3,g6,h2,h11. Corrected fields: d4,h3,h6(type of investigation,investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: 20099, contact person phone number: (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being observed that the error can be seen in the logs but it can not be reproduced. Then the software d.01 is being installed where previously the d.00 was being installed. Actually the error had been occurred in the application and it is being noticed by the user and no harm to the patient during this procedure. Then later fse had confirmed that the compressor will be ordered and replaced as a part of maintenance. The cardiosave will not be used until then.